Event description:
It was reported that the device did not last as long as expected. The left ventricular and atrial leads were noted to have high thresholds since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 0185 competitor lead, implantable tachy lead, (B)(6) 2012; 429688, implantable pacing lead, (B)(6) 2012; 5076-52, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis revealed that the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.